Event description:
The patient reported that their pump flipped last month. The pump was not working. The patient did not know the dose or concentration of the drug but stated that the hcp said the patient was ¿maxed out¿ on the dilaudid. No interventions or outcome reported. Further follow-up was being conducted to obtain information. If additional information is obtained, a follow-up report will be sent.

Event description:
Additional information was received from a consumer regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as non-malignant pain and phantom limb pain. It was reported the pump had flipped and the healthcare provider (hcp) had flipped it back through manipulation through the skin. No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).